Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the error/warning light on the charger device was on when the battery device was inserted. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the warning/ error light came on when the battery device was inserted into the universal battery charger device. It was further reported that the battery device would not charge. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.